Manufacturer narrative:
The device, which was used in a procedure, was not returned for evaluation. A relationship between the device and the reported incident could not be confirmed. A review of the manufacturing records could not be performed because the lot number was not provided. A complaint history review found other related failures. Factors that are known to contribute to the alleged fault/failure may be a component failure, connection issue, or handling. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Our quality department will continue to monitor for trends.

Event description:
It was reported that during npwt utilizing a renasys ez and canister, an alarm for full occurs even though the canister is not full. This problem was solved by exchanging the canister. There was no patient harm. There was no delay. Canisters will not be returned. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.